Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Several weeks prior the user woke up and put her audio processor (ap) on but was not able to hear anything. The loss of sound occurred overnight. She tried the ap from the contralateral side but there was still no sound. When she pushed and pulled the ap while it was over the implant she could hear but when she stopped the sound was lost again. The user has been re-implanted.

Event description:
Several weeks ago the user woke up and put her audio processor (ap) on but was not able to hear anything.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.